Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was not opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door was failed to open. A field service engineer removed 10 excess fluid bags that were obstructing the door from opening. After testing and recovery, the unit was released to the customer. The customer then performed multiple door inventory and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.